Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Health effect - clinical code: code 4581 is to capture device decentered or dislocated or tilted subluxated or wrong position. Multiple attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the explant of the intraocular lens (iol) is planned due to the decentration and the belief that the lens is in the sulcus. The issue was first identified during post-operative examination. Another johnson and johnson iol will be used as a replacement (different model, ar40). The patient currently has -2d refraction. No further information was provided.